Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2015, product type: lead. (B)(4).

Event description:
The patient reported that she never had therapeutic effect and experienced nausea. The implantable neurostimulator (ins) stimulates the stomach and causes nausea. This occurs daily. There was no trauma or falls that could be related to this event. There were no stimulation issue related to positional movement. There patient has not had any medical test or emi environmental exposure. The device was going to be removed on (B)(6) 2015. The stimulation has been turned off since (B)(6) 2015. The stimulation was turned off because it was not helping and was causing nausea. The indication for use included spinal pain and failed back surgery syndrome. Additional information has been requested to find out the outcome of this event. If additional information is received, a follow up report will be sent.